Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components. And ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2014-01411/-01412/-01413/-01415).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent a left and right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a bilateral revision on (B)(6) 2013 due to allegations of pain, swelling, inflammation, dysfunction, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. Lawsuit further alleges the presence of metallosis, pseudotumors, and abnormal material during the revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a bilateral revision on (B)(6) 2013 due to pain. Operative report noted the presence of metallosis, pseudotumors, abnormal material and inflammation in both hips and bone erosion and lysis around the stem in the right hip. The stems and acetabular cups in both hips were well fixed. The modular heads and taper adapters were removed and replaced in both hips.

Event description:
Legal counsel for the patient alleges that patient underwent a left and right total hip arthroplasty on (B)(6) 2008. Subsequently, patient underwent a bilateral revision on (B)(6) 2013, due to allegations of pain, swelling, inflammation, dysfunction, lack of mobility, loss of range of motion, damage to surrounding bone and tissue, and elevated metal ion levels. Lawsuit further alleges the presence of metallosis, pseudotumors, and abnormal material during the revision procedures. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.